Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0tnx9, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient (B)(4).

Event description:
The consumer reported that every time she went to the bathroom she experienced a stabbing pain in the bladder. With every movement, either walking, bending, or coughing, the patient experienced stabbing pain in the bladder. It was really sharp like a knife and it hurt to move. She had a lot of trouble overnight and almost went to the emergency room but did not. The patient spoke to the health care professional (hcp) on (B)(6) 2015, and he thought it was an infection, so she was provided with antibiotics. It did not get better so she saw the hcp in the office on (B)(6) 2015, and they instructed the patient to turn the stimulation off until (B)(6) 2015, when he would be seeing the hcp again. The patient needed assistance in turning the implant off. They were initially not able to sync with the ins. Every time the patient hit the sync button, the screen went blank. The patient was using carbon zinc batteries and should have been using regular alkaline. The patient changed the batteries and the programmer functioned as it should. They were able to turn the implant off and the patient was on program 1. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.